Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient's implanted infusion pump containing gablofen (2000mcg/ml at 604.4mcg/day). The indications for use included intractable spasticity and cerebral palsy. It was reported that a volume discrepancy occurred at a refill on (B)(6) 2017. It was suspected that the discrepancy was due to a pocket fill since after the refill there was fluid and swelling around the pump site when they injected. There was movement when the patient was getting refilled as well. A month later, the patient was brought back and 20ml less than expected were pulled back. On (B)(6) 2017, another volume discrepancy was noted with an expected reservoir volume (erv) of 4.1ml and an actual reservoir volume (arv) of 9ml. The reservoir was accessed and it was confirmed that there were no programming errors and no anomalies with the pump logs. It was reviewed that the most recent volume discrepancy was within accuracy specifications, and it was recommended that the patient be brought back a little early for the next refill. No patient symptoms were reported and the caller was to follow-up with the patient's managing hcp. It was also noted that the caller wanted to recommend that a pump be created with a longer battery life because they didn't like replacing the pump every 5-7 years. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, healthcare professional (hcp), and a manufacturer representative (rep). There were approximately 3 ml refill discrepancies at refills of the pump. No environmental, external, or patient factors were noted to have led or contributed to the issue. No diagnostics were performed. The pump was replaced due to a routine pump replacement. It was later reported that the last 4 to 5 refills all had greater than 2 cc discrepancies. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated. The patient's medical history included spasticity and scoliosis.